Event description:
Information was received via the cec adjudication minutes on 9/7/2011. The adjudication committee determined that the patient experienced "arc (peri-procedural pci)" on (B)(6) 2011, and felt that it was related to the device and the index procedure. This will, therefore, be reported as a myocardial infarction (mi). The crf later reported that the patient experienced an mi on (B)(6) 2011. The distal right coronary artery was treated during the index procedure. The angiographic core lab reported that at the time of the index procedure ((B)(6) 2010), there was a 60% final residual in-lesion stenosis and a 15% final residual in-stent stenosis with no dissection and timi 3 flow. The angiographic core lab added the following comments: "pci to lesion in distal rca. Residual disease at proximal edge left untreated." The patient underwent repeat angiography on (B)(6) 2011 for recurrent angina. As was noted in the cardiac catheterization report, the rca had mild diffuse disease in the mid segment and was widely patent in the distal third at the site of the previous stent. The circumflex had focal high-grade in-stent restenosis in the mid segment that was successfully treated with balloon angioplasty and stenting. The patient was discharged two days later.

Manufacturer narrative:
The site did not report an mi and the investigator felt that the event was related to the non-target lesion in the circumflex and not related to cordis device or the index procedure, therefore, the event did not meet MDR reporting criteria. Since the adjudication committee considered this to be an mi related to the device and index procedure, this is now being reported. It was later reported, via the crf, that the patient experienced an mi approximately 16 months after the index procedure. It was reported that the event was medically managed and was considered by the investigator to be possibly related to the index procedure and the cypher stent. At the time of the index procedure, angiography revealed 90% stenosis in the distal right coronary artery (rca). The lesion was 10mm in length, de novo, and class b2. The vessel was 2.5mm in diameter and moderately tortuous. The indication for the procedure was unstable angina. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm and a 2.5 x 18mm cypher rx was implanted at 14atm. The stent was not post-dilated and there was 10% residual stenosis. The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected information. Additional information was received from the investigator. On (B)(6) 2011, the patient experienced atypical chest pain instead of a myocardial infarction as previously reported. Angiography was performed, but the study stent was patent and no treatment was provided. The patient was treated medically and discharged. Complaint conclusion: the complaint received states that this (B)(6) study patient experienced unstable angina approximately 6 months post index procedure and an mi approximately 13 month post procedure. This is a (B)(6) female with medical history including angina, previous pci x 6 (most recent (B)(6) 2010), unstable angina pectoris, hyperlipidemia, hypertension, myocardial infarction (most recent (B)(6) 2009), asthma, and catapress allergy. At the time of the index procedure ((B)(6) 2010), angiography revealed 90% stenosis in the distal right coronary artery (rca). The lesion was 10mm in length, de novo, and class b2. The vessel was 2.5mm in diameter and moderately tortuous. The indication for the procedure was unstable angina. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm and a 2.5 x 18mm cypher rx was implanted at 14atm. The stent was not post-dilated and there was 10% residual stenosis. The patient was discharged the following day. The angiographic core lab added the following comments: "pci to lesion in distal rca. Residual disease at proximal edge left untreated". At approximately 6 months post procedure unstable angina was reported. Dual anti-platelet medication was continuous. No specific treatment was reported. The patient underwent repeat angiography on (B)(6) 2011 for recurrent angina. As was noted in the cardiac catheterization report, the rca had mild diffuse disease in the mid segment and was widely patent in the distal third at the site of the previous stent. The circumflex had focal high-grade in-stent restenosis in the mid segment that was successfully treated with balloon angioplasty and stenting. The patient was discharged two days later. The site did not report an mi and the investigator felt that the event was related to the non-target lesion in the circumflex and not related to cordis device or the index procedure; therefore, the event did not meet MDR reporting criteria. Since the adjudication committee considered this to be an mi related to the device and index procedure, this is now being reported. Sixteen months after the index procedure, the patient was admitted with chest pain and shortness of breath. Cardiac cath revealed that the stents were patent and cardiac enzymes were unremarkable. The patient was diagnosed with a typical chest pain. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077635 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Unstable angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.